Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5f exoseal vascular closure device (vcd), the plug was not exposed. There were no reported injuries to the patient. The device will be returned for evaluation.